Event description:
The customer stated they acquired the patient in a supine position but had selected a prone orientation and wanted to flip the images for the doctor. However, when it was sent it reverted back to the original position. The philips application specialist confirmed that the operator acquired the patient in the wrong orientation. The application specialist instructed the customer how to correct the labeling of the patient images. There was no report of harm to a patient, operator or bystander. There was no malfunction of the system, the system is working as specified. This was use error.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).